Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to high shocking electrode impedance measurement. No energy could be delivered down the shocking electrode and open message appeared. A new endotak lead was implanted.